Manufacturer narrative:
.

Event description:
It was reported that a programming computer is not switching on. The device was unplugged into the wall outlet and the battery was good charged. A hard reset of the device did not solve the issue. It was reported that the lock button was on "unlock" position. Review of manufacturing records confirmed that the programming computer passed all functional tests prior to distribution. The return of the suspected programming computer is expected but it has not been received to date.